Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged that the pump rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the rewind complaint could not be duplicated during the investigation. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump was opened to inspect; moisture was observed in motor drive circuit.